Manufacturer narrative:
The valve was returned unused in jar with solution, detached from holder with serial number tag. A review of imagery provided showed black particulates on leaflets. The returned device was visually inspected for any abnormalities and the following was observed: three (3) black particulates were observed attached on each leaflet. One (1) black particulate located at bottom of leaflet near the inner skirt of cp1. One (1) black particulate located near the outflow edge of cp2. One (1) black particulate located near the outflow edge of cp3. No applicable functional/dimensional analysis for this complaint code. The evaluation is based on visual inspection and material analysis. Material analysis was performed on the isolated material collected during product evaluation with fourier transform infrared spectroscopy (ftir). Ftir results for the reported black particulate show similar absorption characteristic when compared to cellophane. A review of manufacturing process was performed to determine if the particulate could have originated at edwards costa rica facility. Based on the review, there was no similar material used during manufacturing process as cellophane and color in black. Additional review of all the tools/fixtures/workstations, indicated they were properly maintained in cleanroom during the walkthrough. The operators were properly gowned with hair covers, shoe covers, and cleanroom gowns as observed during cleanroom review. There was no observation of nonconformance or abnormality. Therefore, it is not confirmed that the cellophane like material collected during evaluation originated from the thv manufacturing process at edwards costa rica facility. A review of the manufacturing mitigations has shown adequate inspections are in place to detect and remove fiber or particulate in the jar and on the valve. These manufacturing inspection processes support that it is unlikely that a manufacturing non conformity caused the reported complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed no additional similar complaints for valve particulate contamination. A review of complaint history from january 2020 to december 2020 for sapien 3 ultra valve (all models and sizes) revealed additional similar complaints for valve particulate contamination. A potential manufacturing non conformance was not identified in the evaluation. However, an awareness communication emphasizing the importance of in process mitigation on foreign particulate during manufacturing was performed as a precautionary measure. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for valve particulate contamination was confirmed from the evaluation of the returned valve. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match cellophane. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, 'the valve was opened and washed in the usual manner, however, upon inspection, during rinsing a black strand like structure was noted on one of the leaflets.' Per ftir material analysis results, the black particulate showed similar absorption characteristic to cellophane. It is possible that the black cellophane introduced during device preparation, as it was observed during valve rinsing after the valve was removed from the holder and jar. However, there is insufficient information to determine a root cause at this time. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and a corrective/preventative actions are not required. However, as precautionary measures, an awareness communication emphasizing the importance of in process mitigation on foreign particulate during manufacturing was performed in edwards costa rica facility.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during prep, a black strand like structure was noted on one of the leaflets of a 26mm sapien 3 ultra valve. The valve was not used, and a new valve was prepped and successfully implanted.¿the patient was doing well post procedure.